Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2014 via the clinical affairs hotline to report that the pt referenced above experienced respiratory distress of unk origin on (B)(6). During this event, the pt's oxygen saturations dropped to 0 and the pt lost all cardiac electrical activity. The site also reported that there was a delay in treating the pt as the nurse did not immediately recognize the severity of the situation and was slow to react. The pt was resuscitated with intubation and medical intervention. During this event the pumps were reported to be working approximately and the device maintained the pt's blood pressure. After the pt was stabilized a heat CT scan was obtained and several infarcts were reported. The pt started to experience seizures multiple times per hour which despite significant medical intervention with anti-seizure medications are unresolved at the time of this report. Additionally, the pt was found to be septic with gram-negative bacteria and is being treated with several broad-spectrum antibiotics and an anti-fungal agent. This site also suspects bacterial meningitis but has decided against a spinal tap to confirm their suspicions due to the potential bleeding risks associated with the current anticoagulation and antiplatelet medications.

Manufacturer narrative:
(B)(4) is submitting the report on behalf of berlin heart (B)(4). Pt was implanted: (B)(6) 2014. The site provided an update on (B)(6), in which they reported that a repeat CT scan and revealed additional infarcts. The pt is still experiencing seizures but they have decreased to several times per day and are now sub-clinical. On the same day of the update, (B)(6), the site changed the lvad pump and noted a large mobile clot originating from the de-airing port. The pump functioned as intended and the site didn't feel the pump contributed to the pt's current medical condition. In an update provided on (B)(6) 2014, the seizures resolved on (B)(6) 2014 and on (B)(6) 2014, the anti-seizure medications were weaned. Overnight on (B)(6) 2014 and continued into (B)(6) 2014, the pt again developed continual seizures. On (B)(6) /2014, support was withdrawn at the parents' request and the pt expired. (B)(4).